Event description:
Reporting status: death. Reporting rationale: separated guide wire remains in pt/subsequent death. Device issue: separated guide wire. It was reported that the procedure was to be performed in two phases. The first phase was treated successfully; however, because the pt was experiencing cardiac pain, the pt remained in the hospital. The second phase was performed in 2009. The whisper guide wire was used, along with a bmw for access to the vessel. The whisper guide wire was noted to be curled up in the vessel circuit; however, direct stenting was then performed with the deployment of two other company's stents. After removal of the devices from the pt (no resistance noted), on angiography, the tip of the whisper ms guide wire was noted to be separated and jailed between the vessel wall and the deployed stents, where it remains. The pt tolerated the procedure well and after the procedure was over, the pt was given heparin and clopidogrel, which were discontinued three days later, as the pt was stable. The next day, the pt experienced asystole and resuscitation was started. The pt was experiencing respiratory failure and was given dopamine, adrenaline and nahc03 with a temporary result of returning of the efficient homodynamic heart rhythm. St elevations were observed and the pt deteriorated and expired. No additional event or pt info is available.

Manufacturer narrative:
Results - product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the guide wire was returned with no blood or contrast visible. The core and coils were separated 25.3 cm distal to the proximal solder. There was a bend in the core 9 mm proximal to the separation. The polymer was separated 3.5 mm proximal to the core separation. The fracture face of the polymer was stretched and jagged. The separated portions were not returned. The polymer was wrinkled at the distal end for a length of 9 mm. There was no other damage noted to the guide wire. The guide wire will be sent to the lab for further investigation. Product performance engineering was unable to complete their analysis at the time of this report. Results and conclusions will be forwarded upon completion.